Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bard product was much softer which was impeding the flow of drainage. The drain was unable to be sutured tight enough to hold the drain in place without causing a kink.

Event description:
It was reported that the bard product was much softer which was impeding the flow of drainage. The drain was unable to be sutured tight enough to hold the drain in place without causing a kink. Per customer follow up information received via email on 01dec2025, customer have attached the picture sent by the surgeon. It was their understanding that this was not just an isolated incident, but something experienced by their plastics group a few times in the past. This was the feedback received from one of their surgeons. "Bard drains was softer, they can¿t tie the suture as tight without risking completely kinking it off, and then because the suture was looser, the drain was at risk of pulling out. Customer attached the picture in that the suture was still in place, and the tubing has just slipped through it. This was a patient safety issue that puts the patient at a much higher risk of seromas and need to return to the operating room.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one photo sample noted one opened (without original packaging), used wound drain. Visual inspection of the one photo sample noted that unable to confirm the condition of the affected wound drain due to only photos provided for investigation. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.